Event description:
Patient notified us to inform us of an injury that occurred while wearing an ossur walker boot. The patient was 3 weeks post-operative and walking when a strap broke forcing his foot into plantar flexion and the patient fell, tearing some ligaments in his foot.

Manufacturer narrative:
Based on photographs provided by the patient, we have evaluated the product and the manufacturing process. This is the only complaint for this issue. There is nothing to indicate, it was a manufacturing process problem.